Event description:
The affiliate reported that a customer experienced oil mist issue. There were no reports on personnel having experienced any physical symptoms.

Manufacturer narrative:
Oil mist - this issue has been addressed with a customer letter related to correction & removal # 2084725.